Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 3 false positive sars results. Customer states one patient was confirmed negative by pcr. Multiple attempts were made to gather further information from the customer without success. Report 3 of 3.